Manufacturer narrative:
The events of "swelling which had gone down into the lip area", "skin discoloration", necrosis, and 'delayed vascular event' are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warning: the product must not be injected into blood vessels, introduction of juvederm ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization. Adverse events: a clinical eval of juvederm ultra plus xc. The most common injection-site response for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvederm ultra plus (without lidocaine), which were not observed in the clinical trials, this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess of the injection site, and headache. Necrosis has mostly been reported after treatment in the forehead or glabellar region and associated with a vascular event, skin discoloration, blister, pain, scar, or infection. Time to onset ranged from 1 to 3 days post juvederm ultra plus injection, and outcome ranged from resolved with little to no residual effects to scarring at the treatment side. Interventions prescribed by the physicians included topical steroidal cream, antibacterial ointment or cream, nitropaste, oral steroids, aspirin, and oral or injectable antibiotics. Add'l treatments noted were injectable hyaluronidase, laser resurfacing, tissue debridement, and surgical scar revision. Serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved with a few days to 5 weeks.

Event description:
Healthcare professional reported one day after injection with juvederm ultra plus xc in the nasolabial folds and juvederm voluma xc in the cheeks the pt called complaining of "swelling which had gone down into the lip area" and skin discoloration. Two days after injection, the pt's skin "began to necrose" and it was believed to be a "delayed vascular event". The day after injection, the pt was treated with prednisone and vitrase; 3 days after injection pt was additionally prescribed "bactroban and doxycycline". Symptoms resolved approx two weeks after onset. This is the same event and the same pt reported under ID# 3005113652-2014-00143 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus xc also a device manufactured by allergan.